Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s blood glucose dropped to 70 mg/dl after a meal announcement and subsequently rose to 273 mg/dl due to an accidental duplicate meal announcement on the ilet system, which was identified through review of the device bionic log and user investigation. Symptoms included transient hypoglycemia followed by hyperglycemia, without loss of consciousness, dka, or other acute effects. Outcomes included a temporary period above 180 mg/dl for approximately 30 minutes, without alerts above 300 mg/dl for over 90 minutes, without need for back-up therapy, ketone testing, medical intervention, or assistance. Investigation included review of device logs and user-reported history. Investigation of this case revealed a use-related error of duplicate meal entry leading to an inappropriate insulin dosing sequence, with no device alarm or malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error.